Manufacturer narrative:
The reported complaint could not be evaluated due to the condition of the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction that results in a loss of mechanical ventilation. There was no patient involvement.

Manufacturer narrative:
The reported complaint could not be evaluated due to the condition of the unit. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported a malfunction that results in a loss of mechanical ventilation. There was no patient involvement.